Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 2.75 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were burred and the device could not be removed from the non-bsc guide catheter. Subsequently, the stent, guide catheter, and guide wire were removed together, and the physician re-wired the lesion. No patient complications were reported.